Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4). Product type: programmer, physician: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4). Analysis of the pump revealed no anomaly, normal device function.

Event description:
It was reported that the health care professional was unable to aspirate the catheter during the pump replacement. Successful aspiration was not achieved; patient had a ventral peritoneal shunt and the physician felt comfortable with the placement and elected not to replace the catheter. The pump was replaced due to normal battery depletion. There was no patient injury and the patient outcome was reported as recovered without sequela. The device system was used to deliver gablofen.